Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. The user had stopped using the system, and due to no data available in the data management system, comprehensive assessment of the system's performance could not be conducted. Customer care intended to assist the user by performing a manual data synchronization and a diagnostic upload; however, the user remained unresponsive to multiple contact attempts and this guidance could not be communicated. As per the data management system (dms) review, the user stopped using the system on (B)(6) 2026.